Manufacturer narrative:
E1: initial reporter facility name - (B)(6). The device was returned for analysis, and it was noted that the main coil, introducer sheath, and delivery wire were included. To remove the coil, it was necessary to make a cut in the introducer sheath, which was detached prior to the twist lock mechanism. Upon examination, it was observed that the main coil exhibited bending and stretching at both the coil arm and primary coil sections. Additionally, the arm coil was found to be detached. The main coil showed signs of detachment, bending, and stretching. The coil dimensions that could be measured were inspected against the drawing: assy, .035 interlock 2d coil, 90610715, primary coil winding specification, m310886-00, and 90589292, coil arm, bsc.

Event description:
Reportable based on the device analysis completed on (B)(6) 2025. It was reported that the coil was unable to advance. The stenosed target lesion was located in the splenic artery. A 10mm x 40cm interlock .035 device was selected for use. During the procedure, attempts were made to release the coil, however, it became lodged and could not be further advanced. The procedure was successfully completed using an additional device of the same type. There were no patient complications as a result of this event. However, returned device analysis revealed a main coil detached.